Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a flo-gard infusion pump with failure code 2 was confirmed during product evaluation in the pump's event history. This condition was caused by the pump's door being cracked in the latch area. Due to an estimate refusal by the customer, no repairs were made to this pump and it was returned un-repaired to the customer. A service history review revealed that this device was previously serviced for the reported condition. During previous service, a white door shim spacer was added behind the safety clamp plate on the door. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During review of the pump's alarm log, baxter personnel discovered a flo-gard infusion pump with failure code 2, which is a downstream occlusion alarm. Furthermore, baxter personnel discovered this device's door was broken in the latch area. It was also found to be broken at the upper and lower hinge stops, indicating a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.